Manufacturer narrative:
This report is submitted on december 18, 2019.

Event description:
Per the clinic, the patient experienced a head trauma resulting in a magnet dislocation. The patient has not yet had a magnet replacement surgery.